Event description:
This patient is a participant in a study, and experienced this event post approval. Pt has a history of degenerative disc disease at l5-s1. Pt had worsening back and leg pain for greater than one year, and had been treated with medication (narcotic, non-narcotic, anti-inflammatory), physical therapy and injections. Pro-disc-l was implanted at l5-s1. Pt returned for post-op evaluation at 3, 6 12, 18 and 24 mos. At last evaluation, the pt was experiencing persistent low back pain, due to facet disease. The pt had posterior spinal fusion at l5-s1 without manipulation of the prodisc 39 months post implant. The prodisc was not explanted, and was left intact during the fusion procedure. This report #1 of 3 for the same event.

Manufacturer narrative:
Device remains in the patient. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent without post-market experience. Determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.